Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. To fix the issue the fse replaced the keypad assembly, & overlay,main keypad. The fse than tested the unit and completed a pm, a full calibration, and tested the unit again. The unit passed all functional and safety checks to meet manufacturer¿s specifications was cleared for clinical use and was returned to the customer.

Event description:
It was reported that the augmentation down button on the cs300 intraaortic balloon pump (iabp) was sticking. It is unknown under which circumstances this occurred; however it was reported that there was no harm, injury, or adverse event.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10.